Event description:
Per the clinic, the patient fell on the implant site and experienced no sound, subsequent loss of connection to the internal device and discomfort. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.